Manufacturer narrative:
The device has been received. Device evaluation in not yet complete.

Event description:
Device malfunction: difficult to deploy, difficult to remove. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, in training in the use of the starclose device, attempted arteriotomy closure after an unspecified procedure. The physician felt resistance on thumb advancement but deployed the clip. Resistance was met on device removal. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was available.